Event description:
I've worn daily disposable contacts for decades, and as I've done literally thousands of times before I opened a packet and placed the contact lens in my eye. Immediately my eye stung, turned bright red, it felt like my eye was on fire, and that's when I caught wind of the horrid strong smell of the liquid in the contact lens packet.(the best way I know to describe the smell is that it was strong and medicinal like camphor?) I needed help from my spouse to flush my eye with water and get the contact out. My eye hurt for days, and a trip to the eye doctor confirmed that my eye was "abrated". I have the original packet however the liquid has since evaporated, leaving behind tiny crystals.